Event description:
The user received questionable low results for sodium on the integra 800 analyzer which were higher when repeated on the cobas 6000 c501 analyzer at the site. The user believed this issue started on (B)(6) 2010, but only provided 5 patient samples that gave discrepant sodium results which occurred on (B)(6) 2010. The patients were repeated on the cobas 6000 c501 analyzer. Patient sample 1, the initial sodium result gave 129 mmol/l. The repeat result was 136 mmol/l. Patient sample 2, the initial sodium result gave 129 mmol/l. The repeat result was 138 mmol/l. Patient sample 3, the initial sodium result gave 127 mmol/l. The repeat result was 137 mmol/l. Patient sample 4, the initial sodium result gave 124 mmol/l. The repeat result was 133 mmol/l. Patient sample 5, the initial sodium result gave 126 mmol/l. The repeat result was 138 mmol/l. No patients were affected as the initial results were not reported outside the laboratory. The sodium electrode lot number was not provided. The field service representative determined there was a problem with the ise tubing. He replaced tubing, chloride electrode, ise mix tower and checked air mix and dry. Performance tests were run and within range.